Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when the clip was deployed by the physician it would not release from the catheter. Another physician came in to help deploy the clip and was able to successfully deploy the clip and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned resolution clip device noted that the clip assembly was fully deployed. The control wire was found kinked and removed from the device. The cross pin and slider cover were observed to be detached from the slider and the slider cover was broken. The sheath grip was returned without the over sheath and the handle was found cut from the coil. These failures are likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when the clip was deployed by the physician it would not release from the catheter. Another physician came in to help deploy the clip and was able to successfully deploy the clip and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when the clip was deployed by the physician it would not release from the catheter. Another physician came in to help deploy the clip and was able to successfully deploy the clip and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported issue of clip difficult to release from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.